Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was walking when they received therapy from their implantable cardioverter defibrillator (ICD). The patient then felt fatigued, sat down, and received a few more therapies. The patient was hospitalized and received medications. Interrogation showed the episode was non-terminated before the device therapies were exhausted, but the patient spontaneously converted to normal sinus rhythm on their own. The patient had an episode of atrial fibrillation (af) with rapid ventricular response (rvr) resulting in delivery of anti-tachycardia pacing (atp). The atp was proarrhythmic putting the patient into a faster ventricular tachycardia rhythm where shocks were provided but could not terminate the rhythm. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.